Event description:
The service and repair department documented that quantity five of hand piece for battery powered driver are malfunctioning. The malfunctions are being experienced stays running while on battery, reverse does not work and slow works intermittently, another is running while on battery, inoperable, and reverse must be pushed hard to work and is makes noise during operation. The malfunctions did no occur during surgery and there was no patient involvement. There is no additional information at this time. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: unknown when battery stop working properly. Additional common name codes: gxl. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: service and repair review: the customer reported the device was running continuously. The repair technician reported the device required preventative maintenance. Preventative maintenance is the reason for repair. The cause of the issue is unknown. The following parts were replaced: handle (new lot #006091), circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on 5-jun-2015. The evaluation was confirmed. Additionally, a service history review was completed: lot #002529/6087073 a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 17-feb-2009. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.